Event description:
(B)(4). Headaches that last all day, bloating where I look like I'm pregnant, blurred vision, nausea, pelvic pain, back pain, joint pain, fatigue, no energy, hair loss, bald patches at temple areas on both sides of head, moody, hot flashes, forgetful.